Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd synapsys¿ has been found experiencing workflow issues. The following has been provided by the initial reporter: it was reported by the customer that database had an error - synapsys isn't giving images of the plates.

Event description:
It has been reported that the bd synapsys¿ has been found experiencing workflow issues. The following has been provided by the initial reporter: it was reported by the customer that database had an error - synapsys isn't giving images of the plates.

Manufacturer narrative:
H. 6 investigation summary: the customer reported that they could not see images. This was logged against synapsys material #444150, serial #(B)(6) . This is a confirmed failure of a bd product. The service desk remoted into the system and the fqdn url was incorrect. Cwtwin tool was used to change the settings to the correct url. Bd will continue to monitor for trends associated with this issue.